Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the screen of the device froze during use on a patient. There were no health consequences for the patient reported.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the log file analysis the reported event could be confirmed. A temporary malfunction of the touch screen was identified as root cause. In that case, a replacement of the ecd display bundle is recommended to resolve the failure. If the function of the touch screen is impaired or fails completely, the user's ability to operate the ventilator is impaired. Ongoing ventilation by the ventilation unit and the display of ventilation curves, therapy settings and parameters on the display unit (ecd) are not affected by a malfunction of the touchscreen. In the event of limited operability due to a malfunction of the touch screen, it may be necessary to switch to an independent ventilator. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the screen of the device froze during use on a patient. There were no health consequences for the patient reported.